Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head & modular sleeve were removed. The stem, screws & shell remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. In conclusion, the reported pain and the intraoperative findings of a pseudotumor and dark grey to black fluid and elevated ion levels and aseptic lymphocyte-dominated vasculitis-associated lesion of 7 are consistent with findings associated with metallosis. However, without the supporting imaging, or the analysis of the explanted components, the root cause cannot be confirmed. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to pain, elevated ions, and mechanical symptoms of clicking, catching, and popping. She was diagnosed with metallosis and adverse tissue reaction with osteolysis and pseudotumor formation.

Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons.